Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was to see if a rep can come to the facility the patient is at to assist w/ programming the device. Caller said the rep came out in march and turned stim off. Caller said the device has been off since march because they needed a MRI. Caller said they were not successful in getting a MRI. Caller said the patient has had a foley catheter in for the last 90 days. Caller said the facility removed the catheter and the patient's bladder filled w/ 500cc. The patient was in a great deal of discomfort so they put the catheter back in. Caller said the patient hasn't needed the catheter much the last 4 years. Caller said starting in late 2021 the patient complained about going to the bathroom too frequently and not producing enough urine, caller said this sometimes happens w/ an enlarged prostate. Reviewed reps role and recommended facility call in and page the rep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.